Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. Model #: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection. Symptoms were drainage, redness and swelling. It was unknown if the infection was device or procedure related. The patient was prescribed with intravenous antibiotics and underwent an explant procedure. No device malfunction was suspected.